Event description:
Reporter alleged discrepant blood glucose results of 310 mg/dl on the customer's aviva system compared to the doctor's result of 117 mg/dl, when testing was performed 10 minutes apart. Customer indicated calling the dr. Due to the previous meter readings who then advised customer to come to their office in order to test glucose. As a result, no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.